Event description:
The customer's son reported via phone call that they experiencing high blood glucose. The blood glucose level at the time of incident was found to be 600 mg/dl. The customer's mother went on diabetic ketoacidosis due to bent cannula. No further details were given. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.